Event description:
It was reported that the customer had high blood glucose levels of over 400 mg/dl. The mother of the customer reported that the insulin pump freezes whenever she changes the infusion set. The mother of the customer also reported a weak battery and low battery alarm from the insulin pump. The mother of the customer also reported that the doctor of the customer had changed the settings of the insulin pump prior to the high blood glucose levels. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power, low battery, failed battery test or weak battery alarms were noted. All of the buttons functioned properly and no frozen display or moisture damage was noted on the keypad traces. The insulin pump had minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.